Manufacturer narrative:
The shaping of the wire tip was done with a metal instrument. It was indicated that the coating appeared to come off the wire, from the tip going back about 10cm. No portion of the wire remains in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one zinger guidewire was received for analysis. As received the wire was severely unraveled and exhibited stretched coils which were entangled together. The core wire was pulled out from the 1st joint and remained attached to the proximal joint. The coils at the proximal joint were stretched. The od of the proximal joint met specification at 0.0134¿. The 1st joint was intact, and the od measured 0.0134¿ meeting specification. Although the wire was severely kinked and bent, the distal tip ball was intact. The wire is not coated at the distal end so there can be no perceived coating issue 10cm from the tip. The coating at the proximal end of the wire appeared intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A zinger guidewire was being used to treat a lesion in the distal left anterior descending artery (lad). The lesion was reported to be mildly tortuous, moderately calcified and exhibiting 75% stenosis. No abnormalities were reported in relation to the anatomy. No damage was noted to the packaging, no issues were noted to the device when removing from the packaging per the IFU. The device was inspected and prepped per the IFU with no issues noted. The wire tip was formed by the physician. The lesion was not pre-dilated. The device passed through a previously deployed stent. Resistance was encountered however excessive force was not used. It was reported that the device appeared to unravel or become stretched upon removal from the patient. The wire appeared stretched and did not retain its shape. The patient is reported to be alive with no injury.